Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual evaluation of the returned product found both blisters are deformed which is visually consistent with thermal damage. The inner sterile blister seal was measured and found to be non-conforming to ina 55-0000-310-01 secondary to the thermal damage. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the packaging operator not following the work instructions provided. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that sterile packaging was damaged. There is no additional information available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.